Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 120 mg/dl, 30 mg/dl, 110 mg/dl, 50 mg/dl, 90 mg/dl, 210 mg/dl, 399 mg/dl, 65 mg/dl and 40 mg/dl at the time of incident and current blood glucose was 451 mg/dl. The customer was assisted with troubleshooting. The customer was treated with syringes, manual injection for high blood glucose level. The customer was treated with food for low blood glucose level. Customer was using insulin pump system within 48 hours of reported high and low blood glucose event. The customer stated that the symptoms related to high blood glucose such as tremendous, headache and nausea. Customer reports they did contact their health care professional regarding the high and low blood glucose. Customer alleges insulin pump was under delivering because it was the last four times that customer changed it since this started happening customer never had this happen before. Customer states the drive support cap appears normal. Customer stated that the insulin exists at quick release. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer states they did not wear insulin pump during a medical procedure or test around magnetic resonance field. Customer performed displacement test and insulin pump had no reservoir alarm. Customer was able to perform high pressure test at that time. Customer fill cannula 0.5 unit and repeated high pressure test and gave no delivery alarm almost immediately. Customer also alleges insulin pump was over delivering because customer dropping low within a period of two hours to three hours after inserting it. Customer states during the last set change customer recalls insulin was just a regular drip from end of set before connecting at their site. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. . No possible over delivery anomaly noted. No possible under delivery noted. Device passed the delivery accuracy test.